Event description:
It was further reported that the patient complained of a foreign body causing discomfort on the side of his knee which was palpable. Subsequently, the patient underwent a revision surgery to remove the foreign body and during the revision, it was found to be a piece of the poly. Only the piece of the poly was removed. The rest of the poly was not revised as there was no matching polyethylene replacement available. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b4; b5; b7; d2; d6a; g1; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) g2 : foreign country: france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee surgery. Approximately 8 years post-op, the patient was revised due to a retained foreign body. During the removal, it was discovered that the piece came from the initially implanted poly. No implants were revised, only the piece was removed. Attempts have been made and all available information has been provided.